Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "when collecting blood donors in tubes with edta, the collaborators observed the presence of clots. The collection team performed the procedure of homogenization of the tubes by inversion, immediately after collection, not justifying the formation of clots."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 360057; lot/batch #: 2028399. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retention and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter. The customer stated: "when collecting blood donors in tubes with edta, the collaborators observed the presence of clots. The collection team performed the procedure of homogenization of the tubes by inversion, immediately after collection, not justifying the formation of clots."